Event description:
Customer reports image quality issue. No pt injury reported.

Manufacturer narrative:
The service rep checked the light output on suspected image tube. Ee ordered and replaced image tube took light reading. System operates as intended.